Event description:
IV tubing will not infuse when bag is spiked. This has happened multiple times, 5 times that I am aware of, when staff are trying to start an IV infusion. This is a known flaw in specific lots of this product at our facility.